Event description:
It was reported to boston scientific that during preparation for the percutaneous nephrolithotomy procedure, when the lithoclast ultrasound probe was removed from the packaging, a sticky sap-like residue was noticed on the probe. No visible damage was noticed to the packaging of the device and the sterile barrier did not appear compromised. A second lithoclast ultrasound probe of the same type was was used to complete the procedure with no complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event. It was reported that the patient's age was over 18 years. Device disposed of.